Manufacturer narrative:
Evaluation, results: (based on the information available no root cause can be determined). Conclusion: (based on the information available no root cause can be determined). (B)(4).

Event description:
It was reported that an admiral balloon ruptured during a procedure. No clinical sequelae reported.